Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflation unit experienced an excessive pressure alarm sounded when insufflation was not performed. The issue occurred during an unspecified procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. Corrected field: h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that the excessive pressure alarm failure caused by faulty printed circuit board. However, a definitive cause could not be determined. Labeling review: a review of the instruction manual and product labeling revealed no abnormalities that could have led to the incident. Olympus will continue to monitor field performance for this device.